Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a large gaps throughout the study. A copy of the study was sent in for review and it was confirmed by re-scope and there was some signal at the beginning suggesting esophageal looking trace. The patient did not report any problems during the procedure. The study was 57 hours long, but had only nine hours of valid data. The recorder worked correctly during the previous procedure. There was no patient and user harm and a repeat procedure will be performed.